Event description:
It was reported the single use aspiration needle hit the metal end of the sheath, and therefore it won't fully deploy. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.